Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 . Reference MFR. Report# 1627487-2015-20303. Further follow up identified, the patient's scs system was explanted as the patient needed MRI.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20303.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20303. Further follow up identified surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 : reference MFR. Report# 1627487-2015-20303. It was reported the patient underwent surgical intervention on (B)(6) 2015 where the new scs system was implanted. Reportedly, effective therapy was restored postoperatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20303. It was reported the patient had surgeries for bowel and gallbladder in 2014. Following the surgeries the patient experienced ineffective and unintended abdominal stimulation. A sjm representative tried reprogramming to no avail. System diagnostics revealed low impedances. X-rays are requested as a next course of action. The patient received two scs leads with the same lot number. Date of event unknown.